Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient appropriately received over sixty shocks for ¿incessant ventricular fibrillation.¿ it was also reported the device displayed a charge circuit timeout. The patient is deceased and died of a cause unrelated to the event.